Manufacturer narrative:
Method: a thorough review of the mfg. Lot build records was performed. The lot review showed visual, dimensional, and functional qc lot testing met all specs. There were no exception documents generated during the build. MFR investigation: a review of the mfg lot database for the reported lot #2672245 (mfg date 04/2013) shows (B)(4) units were mfg tested, inspected and released. Conclusion: the involved bb33038 device was not returned for analysis and confirmation. The exact cause(s) of the event are unk. This report and associated info have been entered in the mfrs. Complaint database for monitoring and trending.

Event description:
Medsun report received concerning component breakage/leakage issue with use of one b33038 7" smallbore infusion ext. Set. It was reported that "IV extension tubing failed during power injected exam which caused leakage". There were no reported adverse pt/operator consequences. Add'l usage info requested by the MFR, as of this date has not been received. Device status: the b33038 device set was discarded/not returned to the MFR. For analysis and confirmation. Ref u/f report # (B)(4).